Event description:
It was reported that (1) 512nt, (2) 511nt and (9) 35nlt were used during a lap partial gastrectomy procedure. It was reported by the rep that during the procedure, both surgeon and assisting resident complained of "heavy torque" and tightness of the optiview gaskets continually throughout surgery. The surgeon and resident both complained of port site bleeding and then replaced the trocars. More importantly, the gaskets tore several trocars and even a one-seal tore as instruments were passed in and out. It is unknown how the case was completed. There was no consequence to pt.